Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
At the moment of placement, the device is broken. No patient consequence. Another like device was used to complete the procedure. Additional information received via email from the affiliate on 12-15-16 : the anchor broke at the middle of the screw thread. All broken pieces were removed. The bone quality of the patient was normal. The procedure was completed with another device (anchor 5.5). The surgeon used the original hole. The surgeon enlarged the original hole because the new anchor had a different diameter. The surgery was delated more than 30 minutes

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the anchor is broken in the area of the distal end of the inserter shaft, but is held in place by suture (the suture bridge is intact). When observed under magnification, no structural anomalies were observed that could have contributed to this failure. The product IFU states ¿inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture.¿ a DHR review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for this failure, although a likely root cause is axial misalignment or levering with the anchor upon insertion. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).